Manufacturer narrative:
It was reported that the ventilator failed flow transducer test during pre-use check. Identification of issue has been done by analyzing problem description. The device¿s logs and service report were not available for further evaluation. The issue was decided to be reported based on available information as the defective part may lead to low o2 or high pressure. There was no patient involvement. According to the information provided by the technician, the gas module o2 was detected as faulty and replaced. The device passed all performance tests and could be returned to clinical use. No parts have been returned for further evaluation. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #:(B)(4).

Event description:
It was reported that the ventilator failed the flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).